Manufacturer narrative:
(B)(4). The device was returned and analyzed. No abnormalities were identified during visual inspection. No exposed metal was observed above the display or on the heater pan. The device passed all of the functional rite (returned instrument test evaluation) electrical and functional testing. Voltage checks were performed both before and after priming. The voltage checks on all exposed metal and buttons showed no out of specification results. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty as the device was shipped to the customer in new manufactured condition. The electric shock was neither confirmed nor duplicated during the evaluation of the homechoice. Upon completion of the investigation, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A device history review was performed finding one exception during manufacturing, however, the device was re-tested and found to be performing as designed. The reported issue was unable to be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced an electrical shock when they touched the top of the homechoice (hc) device above the display screen, which the hp described as a metal part. The shock occurred after priming, but before the patient connected to the device. The hp indicated that a red mark was visible from the shock. A swap of the device was initiated. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was no medical intervention indicated at the time of the report. No additional information is available.